Manufacturer narrative:
The reported event of high impedance was visually confirmed. As received, microscopic inspection revealed that the lead body had kink/breakage with all wires broken in it. The broken wires are consistent with overstress condition that the lead was subjected while in vivo.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-30661. It was reported the patient was not receiving effective stimulation and diagnostic testing indicated high impedances. Reprogramming was initially able to address the issue. Reportedly, the patient had a fall in (B)(6) 2019. Surgical intervention was undertaken wherein the lead with high impedance was explanted and a new lead was implanted. This addressed the issue. It is unknown which lead had high impedance and was explanted, therefore both leads are being reported.